Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6). Updated field: b4, d9, e1(initial reporter), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and no fault was found. The device passed all factory-specified performance and safety indicator tests. The device has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced an automatic inflation malfunction. As a result, the patient was switched to an alternative device, with no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.